Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with 300 units of insulin. During troubleshooting with tandem technical support it was discovered the customer was not performing the proper air removal technique. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. The customers¿ blood glucose level was 326 mg/dl.